Manufacturer narrative:
(B)(4) date sent 9/17/2025 d4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection inadvertently opened of the sterile packaging. There was a 5 minute surgical delay. There were no patient consequences. Replaced by another instrument, the procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent: 10/20/2025. Photo summary: this is an analysis for three photos submitted for evaluation. During the visual analysis, the following was observed: the photos show the packaging with the tyvek torn at one corner, however, sterility was not affected by this damage. The seal can also be seen intact on the blister and the side of the tyvek. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot a98a6k, and no non-conformances were identified. Additional information was requested, and the following was obtained: please explain what is meant by "inadvertent". Outer packaging has been opened and the sterile packaging stuck to the outer packaging. By pulling it out of the packaging the sterile packaging has been opened was the device received with the packaging torn? No. Or was it torn due to the device being pulled out of the shipping box? No. Was the sterility of the package compromised? Yes. Was the tyvek seal torn? No information received from the hcps.